Event description:
It was reported to resmed (B)(4) that an astral device displayed an system fault 74 error message indicating a software task error. The message resulted in an alarm which notified the caregiver to the malfunction. There was no patient injury reported as a result of this incident.